Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the 3d calibration software was out of sync and required re-installation. Following re-installation, functionality was restored.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was unable to complete calibrations. There was no patient present when this issue was identified. No additional information was provided.